Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -9.00/3.5/095 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Low vault with recurrent rotation was reported. On (B)(6) 2023 the lens was exchanged for a longer length lens of different axis and the problem resolved.

Manufacturer narrative:
Corrected data: d9- the device is not available for evaluation, previous informaiton not applicable. Claim# (B)(4).